Event description:
It was reported that electromagnetic interference (emi) noise was seen on a stored signal artifact monitor (sam) electrogram (egm). Out of range pace impedance measurements were seen on the right atrial (ra) lead. Additional information noted that loss of capture was seen on the ra lead. Atrial tachy response (atr) episodes showed oversensing of atrial noise with some noise observed on the shock lead at the time of atrial lead noise. No adverse patient effects were reported. The lead remains implanted.